Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being in the hospital due to the insulin pump not delivering insulin. The customer indicated that their blood glucose was high but the reading was unknown at the time of incident. Customer treated with injection. Troubleshooting could not be completed as the customer did not have time to speak.